Manufacturer narrative:
(B)(4). Date sent: 8/28/2025. D4: batch # unk. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. Investigation summary: this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a tyvek from top view, code cecr45d lot: e25040005. (Exp. Date: 2025-03-28). The second photo shows a sterile package with a gold cartridge. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review: a manufacturing record evaluation was performed for the device lot e25040005, and no non-conformances were identified. Additional information was requested and the following was obtained: what reloads were used? Cecr45d how was the post-op bleeding identified? Patient experienced hemoptysis. How many days postoperative was the bleeding identified? Unknown. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? No. How was the bleeding addressed? Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Unknown. Were the staples the appropriate b-shape form? Yes. Any clips, clamps, or graspers near the area where the device was being fired? No. Does the surgeon believe that the alleged issues were with the device or the cartridge? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was no other improper operation during the operation, and it was suspected that the quality problems or material problems of the straight cut stapler and nail box of the laparoscopic joint head caused frequent hemoptysis, and similar incidents in the same batch recently increased and more serious than the previous hemoptysis. No additional information can be provided.